Manufacturer narrative:
The lead is not able to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after a routine pacemaker replacement was performed, the patient implanted with this right ventricular (rv) pacing lead experienced an episode of asystole. The patient was returned to the operating room, where it was noted the lead exhibited a high pacing impedance measurement. This lead was surgically abandoned and replaced. No change was made to the newly implanted non-boston scientific pacemaker. No additional adverse patient effects were reported.

Event description:
This report is being filed to correct the serial number of the lead. Also, it was found that a report had already been submitted on this lead for this observation. (B)(6)